Manufacturer narrative:
Device evaluated by manufacturer: the nc emerge device was returned detached at the midshaft with the distal section not returned for analysis. Visual, tactile, microscopic analysis was performed on the device. The visual and tactile inspection of the hypotube shaft revealed no kinks or other abnormalities. However, evaluation of the shaft polymer extrusion showed a break located in the midshaft, approximately 121 cm distal to the distal end of the strain relief; the portion of the shaft beyond this break was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A 5.50 mm x 8 mm nc emerge balloon was selected for use in the left anterior descending (lad). During the procedure, the balloon ruptured within the lesion but was successfully retrieved using a snare. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.

Event description:
It was reported that the balloon ruptured. A 5.50 mm x 8 mm nc emerge balloon was selected for use in the left anterior descending (lad). During the procedure, the balloon ruptured within the lesion but was successfully retrieved using a snare. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.